Manufacturer narrative:
(B)(4). The customer reported the battery was not charging and the ac power module connector pulled out. There was no reported pt involvement. The ac power module was not available for eval. The ac power module was replaced to resolve the issue.

Event description:
The customer reported the battery was not charging and the ac power module connector pulled out. There was no reported pt involvement.